Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, a pump reset was performed, and the pump successfully began charging after leaving the pump plugged into the power source.